Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on may, 2018 with blood glucose was unknown at the time of incident. The customer's current blood glucose was 191 mg/dl. Customer¿s incident blood glucose level was 300 mg/dl. The customer did not reported the symptoms related to their high blood glucose. The customer was treated in emergency room. . Based on customer report customer did not allege pump was under delivering. Customer declined hp test. The insulin pump will not be returned for analysis.